Event description:
It was reported that this rv lead exhibited high out-of-range shock impedance of greater than 200 ohms starting in (B)(6) 2018. The rv lead was originally implanted on (B)(6) 2002 and remains in service at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).